Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based on the information from omsi, this phenomenon was attributed to the failure of the primary decompressor. The exact cause of the failure of the primary decompressor could not be conclusively determined, however there was the possibility that it was attributed to the accidental failure because there was no trend of multiple occurrence.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus medical systems (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the primary decompressor. Omsi surmised that the failure of the primary decompressor attributed to the excessive force to the primary decompressor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that there was gas leakage from inside the subject device. There was no report of patient injury associated with the event.